Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was alerting, and the patient indicated that they were struck multiple times in the area of the device the right ventricular (rv) lead exhibited high thresholds and high/undefined pacing impedance. Reprogramming was performed, and the rv lead was later capped and replaced. No patient complications have been reported as a result of this event.